Event description:
Connection issues were noted during the implantation of the subject ICD. Reportedly, click sound was heard when the atrial lead, the rv df-1 and svc plugs (v lead) were connected to the device. However, two attempts of connection of the rv is-1 plug were performed: each time, no click sound was hard but the lead remained in place when pull test was performed. On the second connection attempt a non-sorin screwdriver was used. Electrical testing results were normal and the device remains implanted.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.